Event description:
Patient found with increased subcutaneous emphysema. Thoradrain seal checked and found to have leak in seal. New thoradrain ii seal ws set up. Patient didn't get worse but did not imoprove with respect to subcutaneous emphysema. Atending md decided (3 days later) to hook patient up to emerosn pump. Patient condition then improved. Original throadrain seal with leak to be picked up by sherwood medical products sales rep on 6/30/92device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.